Event description:
A hospital in (B)(6) reported via a distributor that the pressure line connector was missing from an rt104 adult breathing circuit kit. This was noted prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is an event that has been reported to fisher & paykel healthcare by a distributor in (B)(4) . The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned rt104 breathing circuit kit was visually inspected for a missing y-piece connector. Results: the breathing circuit package consists of a number of components grouped together during production. The y-piece connector was not missing but rather an incorrect type of y-piece connector, the one without a pressure port, has been packed with the breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: operator error has most likely resulted in an incorrect y-piece connector having been packed into the breathing circuit kit. This is most likely due to a fault in the line clearance process. (B)(4).